Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The alarm trace showed several abnormal aspiration and detergent registration/level alarms. The investigation found that several onboard reagents had exceeded their stability limits. The investigation noted a qc degradation in the 30-day log period. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample on a cobas pro module. The initial result was 6.65%. The sample was tested in another laboratory an hour later and the result was 5.6%.